Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (unknown concentration, 2.3 mg/day) via an implantable pump for non-malignant pain. It was reported the patient missed a refill on thursday ((B)(6) 2019). On (B)(6) 2019, the pump began alarming. The patient had their pump read at the hospital and the pump was reading that it had 0 ml left and that there were 4 days left to refill the pump. The hospital staff and pain office were notified. The pump was ordered to minimum rate by the patient's pain provider. The patient was told to make an immediate appointment with their pain office. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be the patient was in the process of moving. The issue was not resolved at the time of this report. The patient's status was alive - no injury.